Manufacturer narrative:
Additional information: b5, h6, h11. B5: the following additional information was provided by the customer. The total ultrafiltration (uf) volume was set to 1.5kg and the treatment time was four (4) hours. The patient was weighed and the uf volume exceeded "less than 0.5kg" of fluid. H11: the device was not received for evaluation; however, the device was inspected on site by a qualified technician. Visual inspection showed a liquid leak inside the machine. The leak originated from the cracked upper joint of the water level float that was positioned in the degassing chamber system. Fluid entered the ultrafiltration pump and caused the system to not function as intended. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the leakage inside the critical flow path of the machine, and the float and motor were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine, described as "ultrafiltration is inaccurate: reverse". There was no report of patient injury or medical intervention associated with this event. No additional information is available.